Event description:
It was reported that the patient experienced dizziness. Remote transmission indicated that the atrial sensing threshold was below range, and intermittent atrial under-sensing was suspected during the recorded arrhythmia episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.